Event description:
The customer contacted baxter's service center regarding a system error 2240, (air in tubing) which occurred on the homechoice (hc) during use. The home patient (hp) stated that there were no leaks or wet lines. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there was an open clamp on an unused line. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr explained the alarm and cleared it. The tsr advised the hp to call the nurse for further medical instructions. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the event was use error. There was no reported device malfunction; therefore, no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The labeling instructs the patient to ensure all clamps are closed on unused lines.